Event description:
The customer obtained a 70mg/dl and 300mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. A request was made for the return of the suspected product, replacement was sent. The customer states that she will not use the alleged meter/strips again.